Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted and discussed there was noise on all possible vectors, so advised turning therapy off. A fracture was suspected as the cause for the noisy signals and x-ray imaging was performed. Subsequently, the associated electrode was explanted and replaced. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: impact codes h6 in section h. Device manufacturers only.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks due to oversensing of noisy signals. Technical services (ts) was consulted and discussed there was noise on all possible vectors, so advised turning therapy off. A fracture was suspected as the cause for the noisy signals and x-ray imaging was performed. Subsequently, the associated electrode was explanted and replaced. This s-ICD remains in service. No additional adverse patient effects were reported.